Event description:
It was reported "their PICC nurse was having issues with the guidewire and it not threading into the vessel with their 5fr triple lumen PICC kit. She was able to get blood return out of the needle but when she went to advance the guidewire it just kept coiling around in the needle."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.